Event description:
Two and a half years after an intraocular lens (iol) was implanted, the surgeon noted anterior cells growing onto the surface of the iol. A yag laser treatment was performed two weeks later.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2014. (B)(4).